Manufacturer narrative:
This report is being submitted to provide the final investigation results from the legal manufacturer. Updated fields: d8, d9, g3, h2, h3, h4, h6 and h10. The customer returned the camera head to olympus for the issue: ¿noisy image¿. The subject device was inspected, and the issue was confirmed. There was a tear in the cover on the main unit side. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. As per the instructions for use (IFU) manual: if the endoscopic image disappears unexpectedly or the frozen image cannot be restored during an examination, immediately stop using the camera head and withdraw the endoscope from the patient according to section 5.3, ¿withdrawal when any irregularity is observed¿. Continued use of the endoscope under this condition could result in patient injury, bleeding, and/or perforation. Based on the investigation results, since there was a tear in the cover on the main unit side, it is likely the water tightness could not be maintained and moisture may have entered the interior. This may have caused the internal ccd to malfunction, which prevented normal communication and resulted in the noise in the images. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the camera head had a noisy image and subject can be recognized. The issue was found during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.

Manufacturer narrative:
The device is expected to be returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the camera head had a noisy image and subject can be recognized. The issue was found during preparation/prior to sedation for an unknown procedure. There were no reports of patient harm.